Event description:
It was reported that the asymptomatic patient presented in clinic with an alert of non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on an at/af stored egm's. Programming changes were made.

Event description:
New information notes that another instance of t- waves oversensing was observed. New suggested changes were made and no further oversensing was noted. It was also suggested to consider doing an induction test.